Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer also reported waking up to a low of 20 mg/dl. Customer reported their blood glucose was 389 mg/dl prior to their low event. Customer has treated their blood glucose with grape juice. The customer reported experiencing low blood glucose for the past 3 hours. Troubleshooting found the customer's drive support cap appeared to be normal. The customer stated they did not expose their insulin pump to a magnetic resonance imaging machine. The customer requested to have their insulin pump replaced. Customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. The insulin pump was also received with minor scratched lcd window, cracked reservoir tube, cracked reservoir tube lip, and cracked battery tube threads.